Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had six bent cannulas and she has been experiencing this issue since (B)(6) 2016. Customer's current blood glucose is 150 mg/dl. Customer's site location was the abdomen. Customer was advised to change the infusion set. Customer stated that she had high blood glucose readings of 251 mg/dl, 248 mg/dl, 226 mg/dl, 407 mg/dl, 557 mg/dl, 368 mg/dl, 347 mg/dl, and 361 mg/dl. Customer declined troubleshooting for the high blood glucose readings. Customer stated that she treated with shots.